Manufacturer narrative:
Patient information was requested but not provided. PMA/510(k) #: p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a package containing 2 shower bags, one of which had a leak. It was requested that the bag with the leak be replaced as soon as possible.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag confirmed the report of water ingress. Visual inspection of the shower bag did not reveal any obvious defects or issues with the device. The external portion of the shower bag did not show any damage or wear to any of the seams, zippers, or fabric that could have contributed to a potential leak. The bag was placed under running water for approximately 20 minutes. A visual inspection of the device was subsequently performed and water appeared to have breached the interior layer of the bag. The source of the observed leaking and a specific root cause could not be conclusively determined. The reported issue was forwarded to abbott manufacturing for further analysis. The manufacturing analysis (ma) determined that the water ingress issue of the shower bag was a supplier-related root cause, traced to an error in the supplier¿s binding process. A corrective action was issued to the supplier as a result of this investigation and future occurrences will be monitored. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) (in the ¿patient care and management¿ section) and heartmate 3 patient handbook (rev. C) (in the ¿caring for the equipment¿ section) state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. This section of the IFU as well as the patient handbook (in ¿living with the heartmate 3¿) also provide instructions on using, assembling, and cleaning the shower bag. The relevant sections of the device history records for the gogear shower bag, lot number 7597563, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.